Event description:
The customer reported that the surgeon was not able to pull the trigger of the device to cut pt tissue. There was no injury to the pt. The device was returned to covidien and the clear insulation was damaged. Further eval found the device to fail hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.